Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e: reporting institution phone #: (B)(4). Section e: reporter phone #: (B)(6).

Event description:
It was reported that there was no alarm, no signal tones. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
This pr should not have been split for "no audible alarms" from the original case, as this was not an issue with alarms not being announced, because the device did not work altogether, which was noticed by the customer (display was locked, mouse and keyboard were unresponsive). The hpm product survellance engineer confirmed this. Bedside monitors continue to monitor and alarm locally, as designed (alarms will go off in the rooms as they should). The issue was caused by network instability and restricted server access within the hospital¿s it environment. The device lost connection to the server and should have changed to local mode, which did not happen, and resulted in the fact that nothing was functional on the device. A restart of the device resolved the issue.